Manufacturer narrative:
The product was returned for analysis. Pre-repair temperature tests could not be performed since the device motor shorted when received. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device overheated in less than a minute, during set up. Another handpiece was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Date MFR. Rec: (B)(6) 2016. Device evaluation has been completed. Evaluation found that the bearings were corroded and motor shorted. Service <(>&<)> repair replaced the bearings motor and seal. The device was repaired, tested to all manufacturing product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.